Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2026-00054. All information can be found under manufacturer report number 1416980-2026-00054. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter phone no.: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified elastomeric pump underinfused during patient infusion. The device contained piperacillin/tazobactam 18000mg in 230ml total volume of sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to h10: related report numbers: (update). Should additional relevant information become available, a supplemental report will be submitted.